Manufacturer narrative:
Date rec¿d by MFR : 13mar2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The unit failed the system leak test during the annual (preventative maintenance) pm testing. The customer was provided with the part number for the barb fitting for the base and advised if the exhaust port is damaged the base will be replaced. The customer replaced the defective barb fitting to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported system leak test failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.